Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system, was evaluated for a change in stimulation location. It was noted that the patient¿s trial lead was implanted in a different location compared to their permanent lead. The reason for a different implant location for the patient¿s permanent lead was not disclosed to saluda representatives. There was no lead migration; the evoke scs leads were functioning as intended. A lead revision was completed, and therapy was restored.

Manufacturer narrative:
Details of the second lead in the reported event: brand name - evoke cap12 percutaneous lead kit - 60cm. Model # - 102878. Catalog# - 3008. Lot# - 9016946218. Expiration date - 13/feb/2026. Manufacture date - 14/feb/2024. UDI - (B)(4).